Event description:
It was reported that during an open colectomy, some staples fell into the patient after firing during a functional end-to-end anastomosis. The abdominal cavity was cleaned with 10,000cc of water. No staples were confirmed on MRI. No bleeding related to the incident was confirmed. Another device was used to complete the case. There were no adverse consequences to the patient. The target tissue was regular and was clamped by the jaws uniformly. The retaining pin set into the anvil properly when the target tissue was clamped. The retaining pin was checked by the hand. The target tissue was not clamped with the retaining pin. There was an unexpected resistance in closing. When the device was closed, the jaws were closed completely. The closing lever was locked to the handle and a clicking sound was heard. There was no unexpected resistance in firing. The firing trigger was grasped completely. No anomaly was found in the function of the retaining pin, retaining actuator and release button when the device was released from the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. This report is not intended to deny that you experienced a problem with the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.